Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. The patient confirmed this occurred following spinal fusion surgery. It was suspected that the evoke closed loop stimulator (cls) may have been damaged due to electrocautery usage during spinal fusion surgery. A revision procedure was performed, and the cls was replaced to resolve the reported event.